Event description:
The customer reported that the 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshoot this issue with customer over the phone. Tse recommended replacing the graphical user interface (gui) touch frame printed circuit board (pcb). Covidien was not authorized to evaluate the device.